Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 was generating a lot of smoke in the tunnel. The power setting was on 3, the pre-cautery test was done successfully, and the jaws were cleaned out per the IFU. The harvester saw a lot of smoke in the tunnel and she stated that the device became really hot and the wire appeared to be exposed. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.